Event description:
Patient was revised to address extreme poly wear and osteolysis. (Left hip).

Manufacturer narrative:
Medical records and x-rays were provided and reviewed. Although the product was not returned, due to the length of time between date of insertion and date of revision, it would not be unexpected to observe poly wear as it was described within the complaint. Based on the investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
A clinical patient was revised to address extreme poly wear and osteolysis. Doi (B)(6) 1998 - dor (B)(6) 2012 (left hip). The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. Follow-up for additional event information was conducted utilizing work instruction (B)(4) appendix a; rev. C. No additional information was obtained. Although not returned, it would not be unreasonable to find poly material wear after the length of time reported as implanted. Based on the investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.